Event description:
It was reported that pump displayed incorrect time and caller needed assistance updating time and settings. There was no adverse impact to the customer's blood glucose level. Technical support helped caller update pump time, explained expected monthly time variance, advised caller to monitor for any future time discrepancies and keep pump time updated, and caller understood and agreed to follow these instructions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.